Manufacturer narrative:
Insulation degradation was noted at 9.0-11.0cm from the lead tip. The silicone insulation was intact at this location.

Event description:
It was reported that during a generator replacement for normal eri, slight changes in sensing were noted. During the replacement, insulation abrasion was noted on the lead. The lead was explanted and replaced. Patient was in good condition following the procedure.